Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery, the surgeon was trying to repair a meniscus with a meniscal cinch ii, ar-4501. After deploying the implant, when using the fastfix knot pusher to tighten the suture, the suture broke. A second meniscal cinch ii, ar-4501 was opened and used, but its suture also broke when the suture was tightened by using a pusher-cutter. The surgery was completed by using another manufacturer's product. There were no adverse events to the patients according to sales rep. The product's were disposed of at the facility. Additional information received 7/5/2019: the rep tried to confirm if any implants were left in from any of the ar-4501¿s, however, could not get any additional information from the facility.